Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: d4(UDI#), h8. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and the fse performed a helium leak test and unit passed with 4psi. The fse performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use. The fse replaced the quick disconnect o-ring as precautionary measures.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has leaks. No one was harmed.